Event description:
It was reported that post a stenting treatment procedure, patient complications occurred. A promus element plus stent was deployed in an unspecified coronary artery; however, it was noted that during inflation of the stent delivery balloon, the "insufflator broke." Post the stenting procedure, the patient experienced shortness of breath, memory loss, dizziness, stuttering and a lack of energy. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient presented with stuttering chest pain that began the thursday of the week prior. The patient was noted to have st elevations 0.5mm in height with positive troponins. The patient was brought to the cardiac catheterization lab emergently due to the patient's acute myocardial infarction. Access was obtained via the right femoral artery and it was found that the first obtuse marginal (om1) was 100% occluded. The om1 was wired with a non-bsc wire and then a thrombectomy catheter was advanced to the lesion. Flow was restored to the lesion and then a 2.5x15mm apex balloon was advanced and inflated to 14atms twice. A 3.0x28mm promus element plus stent delivery system (sds) was then advanced to the lesion and the stent was deployed at 11atms for 14 seconds. It was noted that the "insufflator" broke during the inflation and the balloon was removed from the patient. A 3.0x15mm non bsc balloon was then inflated to 14atms for 15 seconds twice to the distal and proximal edges of the stent. Angiography was performed and revealed that there were no complications or dissections. Timi 3 flow was obtained at the conclusion of the case with 0% residual stenosis.

Manufacturer narrative:
(B)(4).